Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the pacemaker in bvvi mode due to multiple bits flipped, the reason for which could not be determined. A software download could not be performed due to low bat- tery voltage. When an external power supply was connected, normal function ensued. The corrupted product codes were reloaded, but the device went back into bvvi mode. Implant duration was 5.6 years. As programmed settings during the implant duration were not provided, it was not possible to determine the expected longevity of the device.

Event description:
It was reported that the pulse generator exhibited back-up vvi. The device was explanted and replaced.